Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed. The reported complaint cannot be verified. Manufacturing record review: a product manufacturing record review could not be performed as serial number of the lens was not provided/known. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: no product was returned, a manufacturing record review was not performed as no serial number was provided; therefore, the customer's reported complaint could not be confirmed. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Product serial number was not provided. If implanted; give date: an exact date was not provided; however was stated as about 2 months following lens implant of the right eye, (B)(6) 2000. The lenses remain implanted. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The patient contacted the manufacturer and was inquiring about her silicone posterior chamber intraocular lens (iol). She wasn't able to provide product information on the left eye (os) since she doesn't have her implant card for this lens. Her right eye lens implant was (B)(6) 2000. She said the lens implant for the left eye was about 2 months afterwards. It was noted that one of the lenses was implanted for distance and the other for near vision, respectively. About two (2) years ago, the patient started to experience sensitivity to light, had increased blinking and halos that would affect daily activities, such as reading as much as before. The physician advised her to take flax seed oil, lubricant and over-the-counter (otc) eye drops for her dry eye. The patient was also diagnosed with hypothyroidism. The patient was then treated with armour thyroid medication and dosage was later decreased by her physician due to patient light sensitivity and low tolerance for pain. In addition to her medical history, the patient had polycystic ovary syndrome (pco) three (3) years ago. The patient¿s visual acuity was almost 20/20 with glasses. She mentioned she was a preemie when she was born. She would like us to call her doctor to discuss her condition. A call was made to her physician''s office. The doctor's assistant stated patient''s ophthalmologist is dr. (B)(6). The patient''s surgeon has since retired. It was reported that the patient was last seen way back in 2015 and during that time, the patient did not mention any issues on her vision. It was stated that due to hipaa; no further information could be provided. No other information was provided. The patient had bilateral lens implants. This report represents the left eye. A report for the right eye will be provided.